Manufacturer narrative:
The root cause of the delivery issue anatomy was most likely due to the patient condition. The root cause of the product damage (cannula kink) could not be determined as insufficient clinical details were provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male admitted in cardiomyopathy and cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the medical staff was having difficulty delivering an impella pump due to the patient's anatomy. After several attempts the md decided to exchange the pump with a new one and retry delivery again. Again with the new pump the md had difficulty with the delivery and proceeded to remove the second pump. The md was also having difficulty removing the 2nd pump due to to kink in the canula. Finally they were able to remove the 2nd pump and the procedure was aborted.